Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after being exposed to electrocautery, the pulse generator triggered inappropriate elective replacement indicator. The patient was asymptomatic. The device was restored successfully. The patient would continue to be monitored with regular follow-up.

Event description:
New information noted that the event occurred during an unrelated procedure. The patient was stable after the device was restored.